Event description:
It was reported that the pump did not alarm when the IV tubing was clamped due to which the medication was not being infused. Additional info received in medwatch (B)(4) received on (B)(6) 2011 indicated that the pt was on propofol and the issue was noticed when the expected amount of fluid that should have been reduced from the vial was not. The pump indicated that it was infusing normally.

Manufacturer narrative:
(B)(4).